Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical ram parity error occurred in address 0c d1 on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por). Reprogramming was performed to clear the reset. The device remains in use. No patient complications have been reported as a result of this event.